Manufacturer narrative:
The device was evaluated at zoll medical corporation. The customer's report was duplicated and attributed to a crystal-oscillator on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.